Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However, the device was stuck in the motor error loop during the bolus / basal delivery. Unable to confirm any error alarms due to erased history file. The motor was tested outside the device and it passed. The insulin pump had a loose / flush motor support disk. The insulin pump had a bleeding lcd glass and cracked battery tube threads.

Event description:
The customer reported a motor error alarm during the rewind. The insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.